Event description:
N/a.

Manufacturer narrative:
Additional contact: (B)(6). Updated fields - b4, g3, g6, h2, h11. Corrected fields - b3, h6(medical device ¿ problem code, health effect ¿ clinical code, investigation findings, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 troubleshooting support was provided via the emergency support program (esp). The user was advised on the nature of the alarms and potential contributing factors, including inadequate pulse pressure, map less than 65 mmhg, irregular cardiac rhythm, and patient movement. The user exchanged consoles, flushed the inner lumen, and attempted recalibration. Due to the patient¿s deteriorating hemodynamic condition, the clinical team initiated vasoactive support and escalated care. The esp call concluded when the user prioritized patient care following a code blue. No further technical support was requested. A sensor failure can occur due to one or more of the following probable causes: causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue. Difficult/unable to monitor arterial pressure is a condition in which the intra aortic balloon pump (iabp) cannot obtain a reliable arterial pressure waveform due to issues such as the following (catheter lumen obstruction (e.g., clot, kink, or lumen damage), setup or equipment problems (e.g., improper zeroing, air bubbles, damping, loose connections), or patient related factors like low pulse pressure or arrhythmias. In these situations, the arterial signal becomes inaccurate or unusable for safe iabp operation. The difficult or unable to monitor arterial pressure can occur due to one or more of the following factors: blood clot (thrombus) formation within the inner lumen. A break in the inner lumen. A kink in the inner lumen. Transducer not zeroed or vented properly. Over damped or flat arterial pressure waveform due to bubbles or excessive tubing compliance. Loose or incorrect pressure cable connections. Patient condition (low pulse pressure, arrhythmias). Off label use. Intra aortic balloon (iab) timing is the coordination of balloon inflation and deflation with the cardiac cycle as identified on the arterial pressure waveform. Proper timing is essential to achieve diastolic augmentation and systolic unloading. Inflation should occur at the dicrotic notch and continue through diastole, while deflation should occur at or just prior to systole. Timing is automatically established in auto operation mode and must be manually initialized and periodically reassessed in semi auto mode. An unable to update timing alarm occurs when the pump cannot establish or reassess timing in auto mode or when the user cannot accurately adjust timing in semi auto mode. This condition is most commonly associated with difficulty or inability to obtain a reliable arterial pressure waveform, which is required to identify the dicrotic notch, systolic upstroke, and diastolic phase. Causes of timing related malfunctions (per cardiosave IFU) timing issues may result from: inflation not occurring at the dicrotic notch. Timing adjustments made without assessing arterial waveform morphology. Changes in heart rate or rhythm invalidating previously established timing. Trigger instability causing early or late inflation or deflation. Adjusting timing controls while operating in auto mode. Using interval highlighting rather than waveform assessment. Late deflation overlapping with systolic ejection. Deflation not completed prior to systolic upstroke when pressure triggering is used. Failure to reassess timing after mode or trigger changes. Sustained irregular rhythms (e.g., atrial fibrillation) without appropriate trigger selection (e.g., r wave deflation). Loss of synchronization from abrupt rate changes resulting in missed or alternate beat triggers.

Event description:
N/a.

Event description:
User called into emergency support program line reported loss of arterial pressure waveform and inability to obtain pressures while on iabp therapy, accompanied by console alarms unable to update timing and unable to calibrate fiber optic sensor. Patient had nstemi. He was pale with labored breathing. Hospital called a code blue on the patient. The patient died.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.